Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher-than-expected thyroid stimulating hormone (tsh) result was obtained from a non-vitros biorad quality control fluid processed using vitros immunodiagnostic products tsh reagent lot: 7440 on a vitros eciq immunodiagnostic system. Biorad lot: 85360 level 1 result of 0.796 miu/l vs an expected result of 0.595 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher-than-expected vitros tsh result was from a non-patient fluid. The customer did not indicate that patient sample results had been affected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).

Manufacturer narrative:
The investigation determined that a higher-than-expected thyroid stimulating hormone (tsh) result was obtained from a non-vitros biorad quality control fluid processed using vitros immunodiagnostic products tsh reagent lot: 7440 on a vitros eciq immunodiagnostic system a definitive assignable cause of the higher-than-expected result could not be determined with the information available. As vitros tsh lot: 7440 was a new lot of reagent for the customer at the time of the event, there were no historical quality control results available for evaluation and a reagent related issue cannot be ruled out as a contributor of the event. However, continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot: 7440. As no precision testing was performed on the vitros eciq system, an instrument related issue cannot be completely ruled out as a contributing factor of the event. However, there were no indications of an instrument malfunction. No information about the customer's protocol when preparing and handling the biorad control fluids was provided and therefore, an issue related to the biorad controls cannot be ruled out as a contributing factor of the event.